Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: a review of the pump¿s black box revealed evidence of a voltage drop resulting in battery alarms. There was additional evidence of unexplained pump reboots, short battery life and additional battery alarms found in the black box. The pump intermittent powered on with the returned battery cap. The battery cap threads were found to be damaged. A test battery cap was used for all testing. The battery compartment was found to be cracked. There was evidence of moisture contamination found inside the battery compartment and on the underside of the battery cap. All current draws were within specification. A leak test showed a leak at the battery compartment. The pump case was removed and there was additional moisture contamination found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.